Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery; unable to confirmed e70 error alarm due to history file overwritten with a47 alarms due to a corrupted history file; also unable to test for excessive no delivery alarms due to motor error alarm. No check setting alarm during testing noted. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump had normal operating currents and passed self test, a21 error test, rewind test, basic occlusion test, prime test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a multiple motor error alarms, a no delivery alarm, a motor position encoder error alarm, and a check settings alert. The customer's blood glucose level was unknown. The customer was able to rewind the device. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.